Event description:
It was reported via repair work order that the retaining post was loose causing the cot to not lock into the fastening system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.